Manufacturer narrative:
(B)(4). Off label, unapproved or contraindicated use (aortic neck diameter is <(><<)> 19 mm) review of pre-implant CT's and 3d film report revealed that the patient had an 18mm proximal neck (16 - 17mm flow lumen diameter). The neck was essentially straight and free of thrombus and calcification. The aaa maximum diameter was 3 x 4cm, 1cm, 2cm measured flow lumen diameter (irregular-shaped thrombus), and was possibly inflammatory in nature (thick-walled appearance). The iliac arteries were non-tortuous with little calcification. The distal aortic diameter was 20mm, and the flow lumen diameter measured 11 x 15mm. The right common iliac artery diameter ranged from 8 - 11mm (7 - 9 mm flow lumen), and the lcia diameter ranged from 9 - 12 - 10mm and contained more irregular thrombus (5 - 11 - 6mm flow lumen). The external iliacs measured 7 - 8mm in diameter; bilaterally. The cause of the reported limb thrombosis could not be determined from the images provided. Films during and post-implant, including images showing the reported limb thrombosis, were not available for review. It is unknown if implanting within the small aorta (off label use; neck diameter <(><<)>19mm) and the pre-existing irregular aaa and left iliac thrombus may have contributed. This may also have been caused by a patient condition: inflammatory response, poor distal runoff, an unknown coagulopathy that is now presenting, or a previous history of pad.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 32 mm in diameter abdominal aortic aneurysm. The proximal aortic neck was 18 mm in diameter. This aneurysm is of inflammatory nature that was noted during the index procedure. It was reported that the patient presented emergently with pain. Upon review of the CT it was discovered that one of the endurant limbs was thrombosed. The patient received a thrombectomy of the limb and the physician stated it looked perfect. Per the physician it is unknown why this event occurred other than the patient was lost to follow up. The patient will go home on anti-coagulation medication. The physician stated that the cause of the event was unknown. No additional clinical sequelae were reported and the patient is fine.